Event description:
It was reported that post implant the patient experienced fatigue and dyspnea. The pulse generator exhibited oversensing. The sensitivity was changed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.